Event description:
It was reported to boston scientific corporation that an rx lithotripter compatable basket was used in the biliary tract during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2013. According to the complainant, during the procedure when the physician tried to crush the stone while using an alliance handle, the tip of the basket did not detach. A ¿special handle¿ was attached in order to detach the tip and release the stone. The procedure was completed with a different device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
Patient's exact age is unknown; however it was reported that the patient was over the age of 18. (B)(4). According to the complainant, the suspect device has been disposed and is not available for return. If any further relevant information is received, a supplemental MDR will be filed.